Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during surgery when removing the inner blister pack from the outer one, the v40 head was dropped off from inner one to a sterilized cart because inner blister was broken. The v40 was implanted without any problems.

Manufacturer narrative:
An event regarding packaging issue involving a v40 cocr lfit head 36mm/-5 was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection noted that there was no damage found on the outer blister or the product box however, there was a crack on the inner blister that ran across from the tab of the tyvek sheet to the other side. The taper of the head left an imprint along the edge of the foam. Medical records received and evaluation: the event is not related to patient factors. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: a visual inspection confirmed the event; the inner blister was cracked. A review of the event and the provided packaging was reviewed by the packaging pse team. The event was confirmed as within the scope of an existing CAPA.

Event description:
It was reported that during surgery when removing the inner blister pack from the outer one, the v40 head was dropped off from inner one to a sterilized cart because inner blister was broken. The v40 was implanted without any problems.